Manufacturer narrative:
Film evaluation summary: the cause of the device positioning difficulties and vessel rupture could not be determined from the limited films provided. Complete pre-implant CT¿s and films during implant were not available for return, and the device was discarded. The films returned revealed that the patient had a saccular aneurysm/pseudoaneurysm located in the aortic arch, ~25mm caudal to the lsa. Extensive calcification was noted between the lsa and taa, and scattered calcification was seen within the abdominal aorta. Still angiograms of the iliac arteries showed that the iliacs were non-tortuous; bilaterally. The flow lumen diameter of the lcia ranged from ~6 ¿ 8mm, and the flow lumen diameter of the rcia ranged from 7.6 ¿ 5.2mm. The complete vessel morphology of the access and iliac vessels, including potential calcification, could not be determined from the returned images. It appears most likely that patient anatomy at the access site from the reported thin and small diameter access vessels, including the reported calcification within the distal aorta and right iliac, may have contributed to the event. Based on the approximate vessel measurements, the 24fr delivery system appeared to be too large for the patient¿s diseased vessels. It could not be determined if the events were related to any device issues; the device was discarded and no analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was inserted into a patient for the emergent endovascular treatment of a ruptured thoracic aortic aneurysm. The patient¿s blood pressure and heart rate were stable before the operation. There was slightly calcified lesion on bottom of aorta abdominal and in the right iliac artery. The device was inspected prior to use. It was reported that during the emergent operation the valiant stent graft was inserted and advanced through the 7-7.5 mm in diameter femoral artery. After several attempts the valiant stent system was unable to be advanced to the intended landing zone. It was noted that the patient's vessel was quite thin so the device could not cross the vessel to reach the target position. During the removal of the valiant stent graft system there was an intimal tear of the vessel, after vascular anastomosis, the blood flow partially was restored. The physician attempted to insert the valiant stent graft delivery system on the patient¿s other side, however, was unable to advance to the intended landing zone. During the procedure, the patient's blood pressure decreased to 45/30, and was able to be increased to 80/40 after blood transfusion. The physician communicated with patient's family member and finally decided to give up further treatment. The patient was transferred to ICU. The physician determined that the cause of the event was related to the device commenting that the thickness of the outer sheath prevented delivery to the target lesion. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.